Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37746, serial # (B)(4), product type p programmer, patient. (B)(4).

Event description:
It was reported that the patient's stimulator wasn't working and that it stopped. Reportedly, the patient met with a manufacturer representative in the emergency room to have their device turned off. It was stated the patient had their stimulation on too high and could not use the programmer to decrease their stimulation. It was further reported that the patient was unable to adjust their stimulation and their stimulation was too high and uncomfortable. Reportedly, the patient turned their stimulation up when they tried to drive. It was noted the patient¿s programmer was stolen and they were unable to turn their stimulation down.